Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and instructed the customer to align the sample probe, flush the waste line and change the integrated multisensor technology sensor. The cause of the sodium imprecision is unknown. The customer successfully ran a diluent check test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported sodium imprecision on one patient sample on a dimension xpand plus with hm instrument. The customer performed replicate testing on the sodium sample before and after system maintenance. The replicate testing results ranged from 132 mmol/l to 158 mmol/l before system maintenance and from 137 mmol/l to 138 mmol/l after system maintenance. No discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the sodium imprecision results.